Event description:
The user facility reported that the device was leaking black oil during an otology procedure. The procedure was completed successfully with a delay of an unspecified length. The area was cleaned and sterilized and the patient was prescribed antibiotics. No further medical intervention or adverse consequences were reported.